Event description:
The below report was received by health authority mhra (reference number: (B)(4) and (B)(4)) on 14-apr-2023. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of embedded device ("had a scan which showed that one of the essure devices is embedded into my uterus") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion medically important), device expulsion ("had a scan which showed that one of the essure devices is embedded into my uterus") and coital bleeding ("due to abnormal bleeding after sexual intercourse"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to coital bleeding, embedded device or device expulsion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) on 14-apr-2023. The most recent information was received on 27-apr-2023. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of embedded device ("had a scan which showed that one of the essure devices is embedded into my uterus") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion medically important), device expulsion ("had a scan which showed that one of the essure devices is embedded into my uterus") and coital bleeding ("due to abnormal bleeding after sexual intercourse"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to coital bleeding, embedded device or device expulsion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 14-apr-2023. The most recent information was received on 15-may-2023. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of embedded device ("had a scan which showed that one of the essure devices is embedded into my uterus") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion medically important), device expulsion ("had a scan which showed that one of the essure devices is embedded into my uterus") and coital bleeding ("due to abnormal bleeding after sexual intercourse"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to coital bleeding, embedded device or device expulsion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra on 14-apr-2023. The most recent information was received on 14-apr-2023. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of embedded device ("had a scan which showed that one of the essure devices is embedded into my uterus") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion medically important), device expulsion ("had a scan which showed that one of the essure devices is embedded into my uterus") and coital bleeding ("due to abnormal bleeding after sexual intercourse"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to coital bleeding, embedded device or device expulsion. The following amendment was made: internal case review verified that health authority has not yet confirmed receipt of initial submission of case report, therefore any data entry in field related to nca reference number should be empty in current state. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.